Event description:
Customer experienced port site come apart, which caused leakage. Follow up with nurse manager (rn) revealed that in the past few weeks of using product, there have been "about 4 incidents" involving chemo leaks, none of which were a result of ports separating. Rn reported that after the secondary set was attached to the primary set, leakage was noted coming out of the connected needle lock device area. Rn confirmed to be using the recommended "firm push and twist" motion when connecting the secondary set. However, rn reported she was unsure if the leakage was coming out of the needle lock device itself or the y-site of the primary set. It was reported that the leaks were "continuous drips" and that at times, these drips formed puddles of fluid on the floor. Reportedly, the fluids did not spill onto patients or staff, causing no injury. The rn reported the chemo spills to have been cleaned up appropriately at all times. When asked what chemo drugs were used, rn reported that she did not know.